Event description:
An optometrist reported a case of keratitis, corneal abrasion and burning, observed on a pt's left eye at day seventeen post lasik treatment. Reporter indicated pt was placed on increased optical steroid eye drop therapy. Pt was noted as regretting having lasik treatment. Additional info requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).